Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28754. Related manufacturer reference number: 2017865-2021-28749. It was reported that the patient presented to the hospital for a follow-up. During examination, it was noted that the parylene coating on the implantable cardioverter defibrillator (ICD) was becoming detached from the device. It was also observed that the right ventricular (rv) lead had insulation deterioration due to which noise was observed. Further examination revealed that the left ventricular (lv) lead had increasing capture threshold and low pacing lead impedance which was compared to impedance taken in 2016. The physician capped and replaced the rv lead and the lv lead on (B)(6) 2021. The ICD was explanted and replaced as well the patient was in stable condition.